Manufacturer narrative:
(B)(4). Sjm could not evaluate the product involved in this event since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the aso was not returned for evaluation. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause of the embolization remains unknown.

Event description:
A 34mm amplatzer septal occluder (aso) was implanted; however, it was found embolized in the right ventricle the next day. The aso was scheduled to be explanted.